Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin@home transmission. Upon review, the patient's implantable cardioverter defibrillator(ICD) exhibited post-paced t-wave over-sensing and myopotential over-sensing. It was noted that the patient had a history of myopotential oversensing and 2017 episodes were reviewed. Programming changes were made on (B)(6) 2019. The patient was stable.